Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had failed cubies unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed. The technical support specialist dialed into the station remotely and assisted with a reboot. During the reboot, a firmware update was applied. After completion, the previously displayed hardware failure icon was no longer present. The system functioned as intended after the technical support specialist troubleshot the issue.